Event description:
Following a laparoscopic anti-reflux procedure, a patient was hospitalized for severe esophageal spasms. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hiatal hernia repair and linx device implantation occurred on (B)(6) 2016. -the patient experienced esophageal spasms when swallowing as soon as they awoke from surgery. -the patient was hospitalized for severe esophageal spasms from (B)(6) 2016. -prior to discharge, the patient's pain was well controlled, he tolerated a nissen diet, was ambulating without difficulty, and was discharged in a stable condition. -patient required a home health rn for intravenous fluids. -patient returned to ER on (B)(6) 2016 for continuation of esophageal spasms and was hospitalized from (B)(6) 2016. -patient's symptoms were reported as resolved as of (B)(6) 2016. -at 6-month follow-up, patient reported that he was satisfied with his condition.